Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from switzerland that during service and evaluation, it was observed that the angle attachment device had damaged components: bearings. It was further determined that the front sleeve was damaged at the top; and the device ran hot. It was further observed that the screw to thimble was loose, bearings on the sleeve were defective, and a screw was loose. It was further determined that the device failed pre-repair diagnostic tests for the thimble lock operation, thimble set screw, and cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.